Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the atrial lead exhibited noise. The noise could not be reproduced. No intervention was performed at this time. The patient was asymptomatic and would be monitored with routine follow up.